Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed and some of it remained in the device. There was no reported patient injury. There were no damages noted to the device packaging. The mynx vcd was prepped according to the instruction for use (IFU) instructions. A retrograde approach was used. The vessel type was arterial, and the stick location was femoral. A 6f competitor's sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity, scar tissue, pvd or calcium in the vicinity of the puncture site. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the syringe was not connected to the device, the advancer tube remained in the manufacturing position, and the sealant was observed to have been exposed to blood, partially protruding out from the outer cartridge side slit as received. It was noted that the sealant sleeve was only displaced approximately 7 mm (rulers ID #s 0184 and 0229) from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the sealant was submerged in water, and shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1927002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as filing to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed, and some of it remained in the device. There was no reported patient injury. The device is expected to be returned for evaluation.